Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. The service procedure indicates a system error 348 may occur if the door is not fully latched and functional testing found the upper auxiliary was defective. A review of the history log revealed system error 348 messages which confirms the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective upper auxiliary. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 348 (no upstream sensor error) during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.